Manufacturer narrative:
Review of additional information indicated that it was impossible to cross the valve for heavy calcification despite in CT scan was not so heavy. Regarding the worsening patient condition the valve was occlusive and he started with low pressure. CPR was needed for cardiac arrest. There was no rupture. The patient was an older man. The low cardiac output started the event together with the occlusion of the valve. The valve was released in thoracic aorta just to permit a rapid bav but the condition was really bad immediately. As the device was not returned, no visual inspection, functional testing and dimensional testing could not be performed. No imagery was returned, therefore imaging evaluation was not performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the complaint was unable to be confirmed, a complaint history review is not required IFU for commander delivery system with s3u, device preparation manual, and device training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a non-target location. Although, generally well tolerated, the long-term effects are not completely understood. Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, cardiac valve replacement with the thv procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards's device-related bleed. Per the instructions for use (IFU), cardiac arrest is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive but could be related to the mechanism described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device and /or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''it was unable to cross the native valve with the ds'' and that the patient had ''heavy calcification on the native valve.'' Additionally, it was reported ''as per medical opinion, probably the 26mm sapien 3 valve was bigger than the stenosis lumen of the native valve.'' It is likely that the presence of calcification in the native valve obstructed the valve from being placed in the annulus, causing difficulty in advancing the valve to the annulus. Available information suggests patient factors (calcification) contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective/preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required h3 other text : device discarded.

Manufacturer narrative:
Investigation ongoing.

Event description:
As reported by our affiliates in (B)(6), during the implant of 26mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach, it was unable to cross the native valve with the commander delivery system. Patient's conditions got suddenly bad. During CPR, it was released the valve in thoracic aorta and proceeded with a bav. For the older age of the patient and for 30 minutes of cardiac arrest, dead was declared.